Manufacturer narrative:
(B)(4). Batch # r92513. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on a gen11, an alert screen was displayed. Then the blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. The ¿reactivate two switch activations detected¿ alert screen is associated with the hand activation button issues. However, this alert screen was not displayed at any time during testing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Product code harhd36, serial number/lot - (B)(4), q-ty: 1. Procedure - upper lobectomy right. During the work of the nozzle during the stage of mobilization of the lymph node (6 segments), the generator began to write the error "activate repetition", then the generator asked to test the nozzle again and again after that there was always a mistake - replace the instrument. Reboot of the generator, turn on / off the nozzle - it did not help. No patient harm. Device is available for return.